Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (ess205) (fallopian tube occlusion insert) implanted on (B)(6) 2003 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain, heavy and abnormal bleeding with clotting during menstruation. She will undergo a hysterectomy as soon as she is well enough to endure the procedure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff will undergo a hysterectomy. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and parity 2. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy and abnormal bleeding with clotting during menstruation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight fluctuation"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: legal claim received in 2016- patient will undergo a hysterectomy as soon as she is well enough to endure the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history , concurrent condituion were added. Events weight fluctuation, vaginal haemorrhage, nausea, headache, migraine, fatigue, dyspareunia, dysmenorrhoea were added. Essure was not removed and case was downgraded - incident criteria was not met. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-dec-2016: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff will undergo a hysterectomy. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.